Manufacturer narrative:
A review of device history review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and found to be non-conforming with foreign material on the needle, and the needle appears to be pinched at the stiffener. The sample was then functionally tested for actuation, aspiration, and cut. The sample was conforming for aspiration and was non-conforming for actuation and cut. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is pinched. Gouge marks were observed at the bend area, cutting edge, and running down the entire length of the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference in the aspiration path and once the interference (shell and pinched needle) was removed, the probe was able to actuate. The complaint evaluation confirms the probe sample had an actuation issue. The evaluation also indicated that the probe had a cut issue. The most likely root cause for the cut and actuation issues is the pinched needle and inner cutter and the observed damage to the inner cutter of the probe. A damaged and/or pinched inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the needle and inner cutter became pinched and the inner cutter became damaged cannot be determined form this evaluation. The most likely root cause is handling at anytime after the probe left the manufacturing facility, including surgical use as was indicated in the initial report description of this complaint and as is evidenced by the wear observed on the inner cutter. No specific action with regard to this complaint was taken by the manufacturing location because the root cause of the issue cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that actuation failure of the probe occurred during a procedure. The condition of aspiration was unknown. The product was replaced and the procedure was completed. There was no patient harm.